Manufacturer narrative:
Device not returned.

Event description:
Hold js 3/23. It was reported that the customer received a power source alert after plugging the pump into a power source. Customer¿s blood glucose value was 140 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.